Event description:
Customer reported an issue where a message indicated insufficient units in a syringe despite adding over 100 units, and even after changing the cartridge, the problem persisted. There was no adverse impact to the customer¿s blood glucose level. Dana sought technical support through the contact form on the website, but no additional information on corrective actions taken was provided.